Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: patient weight, date of this report, other relevant history, date received by manufacturer, if follow-up, what type. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Therapy date - (B)(6) 2017. Medical product - humeral assy 4in sml catalog # 32810500400 lot # ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR repots were filled for this event: 0001822565-2017-06221.

Event description:
It was reported that patient was revised due to wear of the bushings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by provided photos. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified provided pictures confirm wear of the bearings. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.